Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip. The customer reported there "seems to be a glue defect" the tubing disconnected multiple times. The incident occurred during the insertion of an arterial catheter and the connection of a primed line. As soon as the tubing was connected to the catheter, there was blood backflow into the tubing despite counter-pressure. The patient was stable, no one was harmed, there were no adverse events, minimal blood loss, there was a delay in therapy of a few minutes the time to get a new tubing, to prime and to connect to the catheter, there was no exposure to a cytotoxic product, there was no need for additional medical intervention. The medication used was nacl 0,9%. There were no visible signs of malfunction, damages or problems with the device prior to the incident, the device was a new one.

Manufacturer narrative:
Recevied: six new. List #011-0p235-01s, transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip; lot #13576578. One used. List #011-0p235-01s, transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip; lot #13576578. The reported complaint of separation was confirmed based on the image provided by the customer. An image was provided by the customer showing a tubing separation. The separated tubing and female luer was not returned for evaluation. No anomalies were observed on all the returned samples. All the returned samples was primed and pressure leak tested, and no leaks were observed on all the samples. Without the return of the separated pressure tubing and female luer, a probable cause could not be identified. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.